Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was non-sustained right ventricular oversensing (nsrvos) on the right ventricular lead. The electrical parameters were stable and in range and there was no damage to the lead on fluoroscopy and x-ray. No intervention was performed and the patient was stable and will continue to be monitored.